Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
It was reported via legal notification that on october 29, 2014, the patient underwent a right total knee replacement surgery where she was implanted with an optetrak logic psc polyethylene tibial insert (serial #: (B)(4)). Then, on (B)(6) 2017 , approximately 2 years 6 months post implant, she underwent a right knee revision surgery due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert and was implanted with an optetrak logic psc polyethylene tibial insert. It is stated that the patient experiences pain in both of her knees and will likely require re-revision surgeries in both knees to remove the optetrak devices currently implanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitants: 02-010-01-0320 - logic femoral ps cem right sz 2; 3647194; 02-012-41-2020 - logic tibia traptray cem sz 2f/2t; 2912306; 200-02-29 - three peg patella 29mm; 3709608. Pending investigation.